Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019. The customer¿s blood glucose level was 298 mg/dl at the time of incident and the other blood glucose level was over 400 mg/dl. The customer declined troubleshooting for high blood glucose level. The customer was treated with insulin drip during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as difficulty breathing and nausea. Customer was unsure whether the auto mode feature was on or not. Customer declined to perform a carelink upload. Customer stated that the tape was not sticking due to detached site. The device will not be returned for analysis.